Event description:
In 2008, the lay user/patient in another country contacted lifescan (lfs) alleging the one touch ultra meter would not power on. On the same day at noon, the patient noted the reported meter would not power on. The patient then replaced the meter's battery correctly, however, the power issue was not resolved. The patient takes novorapid insulin with meals on a sliding scale based on meter readings, and lantus insulin in the evening. At an unspecified time the evening of that day, the patient took an unspecified dose of insulin, and ate his dinner. At 9:00 pm, the patient experienced the symptoms of sweating, fatigue and trembling. The patient took no actions to treat his symptoms. The patient's wife contacted emergency services. At 9:30 pm, the paramedics tested the patient's blood glucose level to be 30 mg/dl, and he was treated with a glucagon injection and food. The patient felt better 10 minutes later. The technical service representative (tsr) determined during the troubleshooting telephone call that the meter would not power on with either the test strip or the power button, the patient's test strips were correct, the battery contacts were in good condition, and the patient had replaced the battery correctly. It would have been helpful to determine the patient's meter readings obtained earlier on the day of the event, the patient's meals and medications taken earlier that day, the type and dose of insulin taken prior to dinner, at what times the patient took the insulin dose and his dinner, his expected blood glucose readings and if the patient had a backup meter. The patient claimed he was unable to test his blood glucose levels, nor adjust his insulin doses based on his sliding scale, due to the power issue on the reported meter. The patient allegedly became hypoglycemic and received emergency treatment with glucagon and food to resolve the symptoms. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.